Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The patient's medical records have been requested and received. The end stage renal disease (esrd) death notification form has not been received at the time of this report. The cause of death is currently unknown. If the esrd death notification form becomes available, a supplemental report will be submitted.

Event description:
During a follow-up with the pdrn, the pdrn stated the patient had passed away on (B)(6)2015. The patient was in a rehabilitation center when he passed. The patient was in the process of being placed in hospice, but had not moved to a hospice facility at the time of his death.

Manufacturer narrative:
(B)(4). (Worsening of congestive heart failure). The patient's medical records were requested and have been received. A clinical investigation will be completed and a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
During a follow-up with the peritoneal dialysis (pd) rn, the clinic reported the pd patient was transferred to hemodialysis and was hospitalized due to a heart condition. During a follow-up call, the pdrn clarified that the patient was using hemodialysis as back-up treatment and was still completing pd treatment. The pdrn stated the patient had a history of heart problems, but she did not know for sure if the cycler caused the hospitalization. The patient's medical records were received. The patient presented with difficulty breathing, a cough, low blood pressure, and edema on (B)(6) 2015. The patient was hypotensive, weak, dizzy, and complained of leg pain. The patient was admitted to the hospital. The patient's medical records did not reveal the final diagnosis and discharge information.